Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported that customer was called to get their insulin pump with the revel replaced. The device was receiving no delivery alerts, it was slow to rewind, there was moisture in the screen and customer was replacing batteries frequently. Customer is a brittle diabetic and has diabetic ketoacidosis. Customer has unaware hypoglycemia, they have low blood sugar at times as a result of hypoglycemic episodes, they have had retinopathy, gastroparesis, laser surgery and neuropathy. Customer was hospitalized with a blood glucose level around 200 mg/dl. Customer declined to speak to the 24 hour helpline.